Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "that the patient's right hip was revised due to femoral fracture with a gamma nail in situ. The nail, a lag screw, and 2 proximal screws were revised".